Manufacturer narrative:
Cardinal/detecto scale made several attempts to contact (B)(6) to set up an evaluation of the suspect device via onsite or by return of the product. Neither party would discuss the issue with the scale and would not return any messages. Detecto is unable to properly evaluate the scale/device for proper function. Device not available.

Event description:
Received medwatch (mw5063002) that when attempting to weigh patient on a lift weight scale the lock on the legs supports unhitched causing legs of the scale to move to the center and the scale tipped over to side.

Manufacturer narrative:
The actual device from the incident was inspected by a cardinal representative. The device is working and labeled properly.

Event description:
On 12/23/2015 cardinal/detecto became aware of an incident involving the use of an ib-600 patient lift scale. As described via email to one of our regional sales managers, a terminally ill patient was in the care of hospice at the facility. The staff was attempting to change the mattress for the patient and used the scale to lift and move the patient while this was occurring. The cna doing this did not wait for assistance and did not fully expand the base of the scale. At this point, the scale tipped over and the patient hit her head. The patient was then transferred to another facility and passed two days later. At the time of this report, the cause of death is not known by cardinal scale. The cardinal regional sales manager did visit the facility and met with the staff. His inspection of the device was that it is not a "transport device" and that not operating the scale properly could result in serious patient injury. Pictures were taken of the labeling and of the instructions attached to the device. They are included in this report. It is our conclusion that this device was not used in its' original intended function and was not the cause of the injury to the patient.